Event description:
Hcp reported that during operation, drill was overheating even when coolant running normally. Bur guard with irrigation was broken, irrigation broken off. Bur shakes when properly locked and seated in drill. There was no patient impact. There was also procedure delay. Additional information received and indicated that the device was overheating in less than one min. The procedure was completed with another drill. There was no fragments/pieces detach from the broken bur guard.

Manufacturer narrative:
Product analysis # for drill 3334800 having serial number (B)(4), reported "overheating" fault is confirmed. Handpiece failed pre-repair heat test. Unit found noisy and vibrating during the run-in. The pre repair temperature in 1 min at nose-157.4f, middle-122.5f and rear-103.3f. On inspection motor cable assembly found kinked. On disassembly of handpiece nose bearings and shaft found heavily corroded. Shaft bearing found damaged and stuck on shaft. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID and description: xom unk bur, unk. Prod. ID/ drill bur. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the allegation against the handpiece not on the bur and drill was shaking.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.